Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hosp and not returned to the MFR. Additional info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt experienced peri-prosthetic fracture on femoral side. Dr removed all femoral components and revised with new implants."